Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console was shut down and on itself. The procedure details and patient harm were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a prevention the company service representative replaced both 12-volt batteries. The system then generated system message (sm) [battery load is bad or battery voltage is too low to use load.]. The company service representative discovered that the cables were not plugged in completely. To resolve the issue, the cable connections were reseated. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).